Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead was repositioned one day post implant due to dislodgement, which was seen via x-ray. There were no adverse patient effects reported. All available information suggests this lead remains implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The performance of the device under complaint was scrutinized, including a visual and electrical inspection. The visual inspection demonstrated a deformed fixation helix which affected the performance of the active fixation mechanism. Damaging the fixation helix requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. In the course of the further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.